Manufacturer narrative:
The sample was requested for investigation.

Event description:
The initial reporter received questionable elecsys ft3 iii and elecsys ft4 iii results for one patient sample with the cobas e 801 module serial number unknown. The customer reported the ft4 results to a physician who asked for re-measurement of the samples. The samples were sent for an investigation and were tested on a cobas e801 module and a siemens centaur analyzer. The investigation site e801 module serial number was (B)(6). The ft4 reagent used at the investigation site on the e801 was lot number 520701 with an expiration date of 31-jan-2022. This medwatch is for ft4. Refer to the medwatch with patient identifier (B)(6) for the ft3 assay.

Manufacturer narrative:
Further investigations were performed on the patient sample. An interfering factor against the ruthenium component of the reagent has been confirmed within the sample, which affects elecsys ft4 iii assay. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." A product problem could not be found.